Event description:
Upon unwrapping syringe from sterile outer wrap, IV room technician noticed a small piece of white particulate matter on side of black plunger tip. Appears to be a piece of plastic. Syringe was not used and promptly given to rptr to quarantine/report.